Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated she turned her stim off last night and stated "I was almost having a chill and jerking and everything, it was just too high". Patient said she was in pain last night but was not today. The patient reported the change in therapy /symptom was noted to sudden. The patient called back later stating she needed help with her stimulator. Patient stated she needed to go to the bathroom and she began to shiver and shake and she couldn¿t urinate and she kept shivering and shivering and shivering. Patient stated the shivering and shaking was in the pelvic area. The patient started she turned off the stimulation. Patient stated she was not sure if she was shivering before she got up to go to the bathroom. Patient stated she had the normal shivering meaning she had to go to the bathroom but it became terrifying. Patient stated once she turned off stim it went away. Patient stated it was still off because she was not sure what to do. Patient stated she knows how to turn on and off the ins. The patient indicators for use were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.

Event description:
Additional information was received. Patient reported they moved and did not have a local physician. When they turned their stimulator off they were able to urinate. The next morning they turning the stimulator back on and it has presented no more trouble. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported a little while after they turned off their stimulator they were able to urinate. It was reported that in the day the patient turned their stimulator back on and did not have any other reactions. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.